Event description:
It was reported that separate of cuff from the catheter.

Manufacturer narrative:
The complaint of a detached cuff was confirmed, but the exact cause is unk. The cuff had the detached from the sleeve that was secured to the d/l tubing. Strands of the cuff fibers remained adhered to the sleeve. The catheter was apparently unused. A chr of lot #resk0221 showed no other similar product complaint(s) from this lot.